Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they had a possible cgm malfunction that caused them to experience hypoglycemia with the need for an ambulance. No further information was reported, and it was unknown what treatment the patient received, and how long they were at the hospital for. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. The event date provided is an estimate, as the exact event date was not provided by the patient. At the time of the report the patient was still recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.